Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® cpt¿ cell preparation tubes with sodium heparin experienced clotting after use. The following information was provided by the initial reporter: I am using cpt tubes (item 362753) to isolate pbmcs. Sometimes I will get a clump of cells in my pbmc layer after spinning the tube 30 mins x 1800g. The clump is difficult to break up/re-suspend in subsequent steps. Customer stated that this situation occurs sporadically. She inverts the tubes 8-10 times and centrifuge within 2 hours at 1800 g for 30 minutes. She is not able to say if it might be due to the patient's condition, as this is a study, and she does not have that information.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® cpt¿ cell preparation tubes with sodium heparin experienced clotting after use. The following information was provided by the initial reporter: I am using cpt tubes (item 362753) to isolate pbmcs. Sometimes I will get a clump of cells in my pbmc layer after spinning the tube 30 mins x 1800g. The clump is difficult to break up/re-suspend in subsequent steps. Customer stated that this situation occurs sporadically. She inverts the tubes 8-10 times and centrifuge within 2 hours at 1800 g for 30 minutes. She is not able to say if it might be due to the patient's condition, as this is a study, and she does not have that information.